Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a power error detected alarm. The customer¿s blood glucose was 140 mg/dl. Troubleshooting steps were provided for a power error detected alarm. Advise customer to insert a new battery. Advised to monitor the pump and call back if the error reoccurs. The insulin pump will not be returned for analysis.